Event description:
It was reported that a pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was performed without issue. A 33mm watchman laa closure device was successfully implanted. Eight hours post-procedure, a pericardial effusion with tamponade was noted. A pericardiocentesis was performed and the patient remained in the intensive care unit.

Event description:
It was reported that a pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was performed without issue. A 33mm watchman laa closure device was successfully implanted. Eight hours post-procedure, a pericardial effusion with tamponade was noted. A pericardiocentesis was performed and the patient remained in the intensive care unit. Additional information received noted the patient was not on warfarin at the time of the tamponade. They misunderstood the instructions and had stopped taking it. They were on 81mg aspirin. There was no defined reason for the effusion. The physician believed the blood looked to be too dark for an arterial bleed. As of three days ago the patient was in an inpatient rehab center and is expected to make a complete recovery.